Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the manufacturer representative performed 6 physician mode recharges (pmr) and the device never came out of ove rdischarge. It was noted that the patient¿s implantable neurostimulator (ins) was removed. Additional information received reported that the implantable neurostimulator (ins) and leads were removed several months again. It was noted that at the time of explant the patient was implanted with a pain pump.